Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler instrument fired a sureform 60 blue reload and caused a tear on the stomach tissue. This event occurred while the fellow was lining up the stapler to create the gastric pouch of the bypass. It was reported that the stapler instrument clamped and fired; however, tissue was pushed and not properly stapled or cut. The deployed staples were malformed. While the posterior stomach remained intact, the blade caused a tear on the anterior portion of the stomach. The loose staples were suctioned out. It is unknown if any interventions were performed for the tear. Another sureform 60 stapler instrument with another sureform 60 blue reload was used to continue the procedure. The patient did not experience any negative patient outcomes and had no post-operative complications. The procedure was completed as planned.

Manufacturer narrative:
The sureform 60 stapler instrument and sureform 60 blue reload used during this event were not received for failure analysis investigations. The staples logs for this procedure were reviewed. The logs show the 1st sureform 60 stapler instrument, was used first and it was installed on the system 2 times and fired 2 sureform 60 reloads (1 white, followed by 1 blue). On both installs, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. The staple logs show the 2nd sureform 60 stapler instrument was installed on the system 6 times and fired 6 sureform 60 reloads (3 blue, followed by 3 white). No firing failures were observed with this stapler instrument. There were no stapler related errors in the system logs.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The sureform 60 blue reload and sureform 60 stapler were analyzed. A visual inspection of the sureform 60 stapler found no damage. The instrument was tested on an in-house system and found to be fully functional. No product issue was found. Upon visual inspection the sureform 60 blue reload was found to have lodged staples. The lodged staples prevented the blade from retracting into the reload but did not prevent the system from completing the entirety of the firing sequence, based on review of the logs. The images received from the customer on this event were reviewed. Malformed staples and an incomplete staple line were observed. The cause of the reported event could not be determined based on the image review.

Event description:
Refer to h11 for follow-up information.